Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod for an unknown amount of time. The also stated that they were unconscious. It was stated that they were doing chest compressions since they did not feel a pulse but also was going to give them a sugary water but was told not to do that so the went to the ER(emergency room). The patient was prescribed a syringe to use in emergency situations but does not know the name. The patient was released the same day. The pod was worn when seeking medical attention.